Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb stent graft enlw1616c120ee was intended to be implanted in a patient for the endovascular treatment of a pau. It was reported during the index procedure, after activating the hydrophilic coating of the delivery sheath, the physician attempted to advance the stent to the target site via a femoral artery approach. However, significant resistance was encountered during the insertion process. Prioritizing the patient's surgical safety, and following multiple unsuccessful attempts, the stent was replaced with a new one of the same model, and the procedure was successfully completed with no reported complications to the patient. The physician suspected that there was an issue with the hydrophilic coating of the delivery system, resulting in resistance during stent introduction. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis the device was received with the external slider partially retracted. The stent graft had been deployed prior to receipt of the device and was received alongside the device with no damage evident to it. Deformation and kinks were evident to the middle and distal ends of the graft cover. The spiral tubing appeared separated at the distal end and deformation was evident to the distal edge of the graft cover. A slight bend was observed to the tapered tip. Wet, gloved fingers were used to activate the hydrophilic coating on the graft cover and a slight resistance was noted at the proximal end of the graft cover. No other deformation was evident to the remainder of the device. Film analysis conclusion the reported positioning difficulties could not be confirmed based on the limited still angiograms available; therefore, the cause of the event could not be determined. Lack of pre-implant CT imaging precluded a comprehensive assessment of the pre-procedural anatomy and procedural angiograms demonstrating attempts to advance the delivery system through the access vessels were not available for review. Given the limited anatomical data provided, no obvious anatomical features, such as excessive vessel tortuosity , were identified that could have caused or contributed to the reported event. Due to suboptimal the image quality, assessment for the presence of thrombus or calcification within the access vessels was not possible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.